Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that the insulin pump was damaged. The piece that holds the reservoir in became disconnected. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.